Event description:
During an acf procedure, surgeon was using a plate holding drill guide and one of the flanges on the tip broke off. Surgeon was able to use the guide to successfully complete the procedure but it is now unusable. Patient did not sustain any harm. This is report 1 of 1 for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During both the manufacturing and product development evaluations it was noted that the instrument can mate with the plate, indicating that the flange may have broken from normal use. It cannot be determined what caused this breakage. If lateral loads were seen, the excess stress to the flanges may cause a malfunction of the device, whether bending or breaking. A review of device history records for manufacturing revealed no complaint related issues. Placeholder.